Manufacturer narrative:
The device has not been returned by the customer; therefore, no product analysis could be performed. Investigation of the available information determined this device exhibited artifacts that are most likely due to air/fluid exchange within the cavity between the setscrew and a damaged seal plug or a slightly loose setscrew. Please see the description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that this patient suffered an inappropriate shock due to noise oversensing. Technical services reviewed the case and indicated that the noise was possibly related to air entrapment escaping the subcutaneous implantable cardioverter defibrillator (s-ICD) system. Isometrics were performed and the noise was not able to be reproduced. The vector configuration was subsequently switched to primary. This s-ICD remains in service and no additional adverse patient effects were reported.